Manufacturer narrative:
Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Date of event: (B)(6) 2015. Date of this report: 02/09/2016. Describe event or problem: new information received february 9, 2016 this complaint has been revised because this lead is now explanted. According to the rep, this lead was abandoned (capped) due to atrial impedance greater than 3,000 ohms. It was programmed to unipolar but there was too much myoinhibition. Next programmed to vvir but the patient could not tolerate loss of av synchrony. This lead was then replaced by a competitor's device0. The lead was actively implanted for approximately 5 years, 6 months. Concomitant medical products: medtronic 5568, (B)(4), (B)(6) 2015. Type of report: follow-up #: 2. Type of reportable event: serious injury. If follow-up, what type: additional information. The device was in use for treatment. The lead was abandoned (capped), and it will not be returned for analysis. No trend of the same or similar type was found or indicated. The event will be reevaluated if additional information becomes available.

Manufacturer narrative:
The device was in use for treatment. The atrial lead remains implanted; and therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the user of the long term clinical experience for acute and chronic data measurements for impedance. In addition, lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reevaluated if additional information becomes available.

Event description:
The customer reported that during a routine follow up on (B)(6), 2015 the lead impedance was greater than 3000 ohms, bipolar. The lead was reprogrammed to unipolar resulting in a lead impedance of 382 ohms. New information received by the customer on (B)(6), 2015 indicates a lead fracture. The lead remains implanted at this time and the patient will be reassessed at his next appointment. The lead remains actively implanted for approximately 5 years, 3 months.

Manufacturer narrative:
Patient has history of sick sinus syndrome/sinoatrial node dysfunction patient had visit to the pacemaker clinic on (B)(6) 2015 which noted 165 mode switches and all available electrograms (ECG) show these to be erroneous. Patient recalls falling on the ice on (B)(6) 2015, landing on his back and knocking himself out. Trans telephonic monitoring (ttm) in (B)(6) showed appropriate pacing. The lead was programmed to unipolar and impedance was 382 ohms. Patient did demonstrate myoinhibition intermittently, but was pacing in the atrium. Also, noted two short runs of supraventricular tachycardia (svt) which were 8-10 beats with rates 110 - 190. Patient with known history of svt.

Event description:
Patient has history of sick sinus syndrome/sinoatrial node dysfunction patient had visit to the pacemaker clinic on (B)(6) 2015 which noted 165 mode switches and all available electrograms (ECG) show these to be erroneous. Patient recalls falling on the ice on (B)(6) 2015, landing on his back and knocking himself out. Trans telephonic monitoring (ttm) in june showed appropriate pacing. The lead was programmed to unipolar and impedance was 382 ohms. Patient did demonstrate myoinhibition intermittently, but was pacing in the atrium. Also, noted two short runs of supraventricular tachycardia (svt) which were 8-10 beats with rates 110 - 190. Patient with known history of svt.